Manufacturer narrative:
H3: the liquid onyx system was returned for analysis. During inspection, the outer carton seal was found to be broken. No evidence of any tampering or damage was found with the broken seal. The outer carton was open, and the contents inside were found to be intact and undamaged. No anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿packaging not sealed correctly¿ was unable to be confirmed, as the time of the seal breaking was unable to be identified. A few possible causes for the seal break are but not limited to, impact from unknown source prior to being opened, damage during storage, and/or user-related; however, the root cause could not be determined. No evidence or damage or irregularity were found with the seal. The seal looks like it may have been broken by an operator, as the brake is a clean with no signs of resistance. Both ends of the seal are firm against the outer carton. No damage or irregularity were found with the contents within. No patient was involved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported clarification that the the seal (sticker) on the outer box was broken.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Date of event was not reported to medtronic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the onyx box seal was broken upon arrival at the facility. There was no patient involvement.